Event description:
Approximately 9 months post implant of a sapien valve in the mitral position, echo (tee) demonstrated moderate paravalvular leak (pvl). The patient was symptomatic; therefore, the decision was made to explant the sapien valve and replace it with a c-e perimount magna mitral ease pericardial surgical valve. The patient had a pre-existing surgical ring. Additional information provided by the proctor noted that two different paravalvular jets were present: one between the thv skirt and the ring, and the second between the ring and the native annulus, suggesting some limited ring detachment related to tension generated by lv systole. On fluoro, the sapien valve appeared well expanded into the ring without gaps; however, positioning was a bit more atrial than recommended, which may have created the first paravalvular jet. It was considered possible that the thv migrated in the atrial direction with time (late atrial migration has been described in mitral valve-in-valve procedures). Percutaneous closure of the leak was not recommended, and due to the possible coexistence of partial ring detachment, a second valve-in-valve procedure was not recommended as detachment might worsen with time. Surgical correction was recommended as the best option.

Manufacturer narrative:
(B)(4). Per the medical records received, the thv was implanted into the mitral ring without difficulty and with excellent results. The post deployment tee showed trivial paravalvular leak and good function of the valve, with a mean gradient less than 10mmhg. Approximately 17 months post tavr the patient presented to the hospital with diastolic heart failure due to severe pvl around the dehisced ring. The patient also had moderate to severe tricuspid regurgitation and pulmonary hypertension, which was believed to be almost certainly valvular in nature from the mitral. Tee showed the bioprothetic mitral valve with adequate leaflet function with paravalvular leak. During reintervention the atrium was exposed revealing the mitral annuloplasty ring and the thv valve inside. The ring was observed to have dehisced, with a significant column for mitral regurgitation. Both the ring and the thv were excised and a surgical valve was implanted. The patient tolerated the procedure well and was discharged seven days later. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve or ring and the cardiac tissue, as a result of a lack of appropriate sealing of the valve or ring to the target site. In this case the valve was implanted inside a surgical ring. The ring subsequently dehisced, resulting in pvl around the ring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.